Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited intermittent loss of capture one day post implant. The patient was taken back to the lab and under fluoroscopy it was observed that this lead had dislodged. The lead was successfully repositioned and no further complications were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.